Event description:
It was reported that when the device was used during a sigmoid resection procedure, the staples did not form. Opened another device to complete the case. There was no consequence to pt.